Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced resistance when sliding a cartridge onto the pump. Reportedly, the customer was able to complete the load process, but noticed increased resistance when loading a cartridge onto the pump. The customer stated that the paint was worn off of the guide rail. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.